Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had swelling, heating and bruising at battery site. Patient reported ins site was black/blue and swollen. Patient claimed it was hot during attempted charging and that it was hot during when the manufacturer's representative (rep) was communicating with the 8840 as well as terrible pain in back since machine has not been on since accident. Patient also stated he received overstimulation while he was strapped to backboard by paramedic after a car crash. Patient was rear ended at high speed. Patient reported losing therapy after being in car accident. Patient reported car accident was on (B)(6) 2019. Patient believed his scs malfunctioned, causing him to go into combustion; hi leg were bouncing/running all over the place. An x-ray was taken by the hcp which showed no remarkable lead migration, approximately 1 mm system check showed all normal impedances as well. Patient was directed to leave device off for 10 days and come back on (B)(6) for recheck. Issue not currently resolved at this time. No further complications were reported/anticipated.